Event description:
It was reported that after two days of implant, the non boston scientific right ventricular (rv) lead on this pacemaker system exhibited, loss of capture (loc). Subsequently, the rv lead was explanted and replaced by a boston scientific rv lead. Nonetheless, when the physician connected the new rv lead to the pacemaker, it exhibited loc as well. The physician connected the rv lead to the pacing system analyzer (psa) and the measurements were all as expected. Moreover, the pacemaker was explanted and replaced with a new one and capture was successful on the rv. This pacemaker will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The allegations in this complaint have not been confirmed as the device met spec. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that after two days of implant, the non boston scientific right ventricular (rv) lead on this pacemaker system exhibited, loss of capture (loc). Subsequently, the rv lead was explanted and replaced by a boston scientific rv lead. Nonetheless, when the physician connected the new rv lead to the pacemaker, it exhibited loc as well. The physician connected the rv lead to the pacing system analyzer (psa) and the measurements were all as expected. Moreover, the pacemaker was explanted and replaced with a new one and capture was successful on the rv. This pacemaker will be returned for analysis. No additional adverse patient effects were reported.